Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 285 mg/dl. The customer stated that he had an alarm for the blood glucose reminder. The customer stated that it went off and he was not able to clear it. The customer stated that the act and escape button do not work properly. The customer stated that the buttons did not work. The customer stated that he took the battery out and put it back in and received a failed battery test. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the failed battery test alarm due to the button/keypad anomaly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the display window.